Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when suctioning the patient this 980 ventilator generated a pressure zero offset out of range (oor) message. Although it was reported the ventilator generated a pressure zero offset out of range (oor) message, a review of the ventilator logs indicates the ventilator entered back up ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified relevant codes in memory confirming the device entered into buv and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. He cause of the event was isolated in the field to a potential fault in ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when suctioning the patient this 980 ventilator generated a pressure zero offset out of range (oor) message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Although it was reported the ventilator generated a pressure zero offset out of range (oor) message, a review of the ventilator logs indicates the ventilator entered back up ventilation (buv).

Manufacturer narrative:
Section d9 updated due to part return. Section h6 evaluation codes updated due to part return and analysis conclusion remove d02 and add d15 component remove g02005 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when suctioning the patient this 980 ventilator generated a pressure zero offset out of range (oor) message. Although it was reported the ventilator generated a pressure zero offset out of range (oor) message, a review of the ventilator logs indicates the ventilator entered back up ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified relevant codes in memory confirming the device entered into buv and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The ifm pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no ma lfunction or product deficiency observed. The returned component ifm pcba was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.